Event description:
The caller states that a respiratory therapist intubated an ICU patient. Following intubation, manual ventilation was performed, whereupon staff was unable to maintain adequate delivery of ventilation. The tube was removed, and a rupture in the cuff was visible. The caller confirmed that recannulation of a replacement tube was required.